Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon eval, the j1002aa and j1003aa connector pins were contaminated. The cause of the inability to complete testing is the contamination pins. The cause of the contamination is oxidation. The root cause of the oxidation cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it could not complete testing.